Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke at the distal end of mega needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument grip cable was broken at the distal clevis hub. The cable segment stuck out at the instrument wrist. The distal clevis hub did not exhibit any wear. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.